Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the image processing (ip)-pc was malfunctioning. The fse solved the issue by replacing the ip-pc and re-installing the system. The returned part was analyzed, however; no failures were found. After replacing the part and re-installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image got stuck / froze. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.